Event description:
Reporter indicated that patient has experienced an increase in seizures since initially programming the device on to .25ma. Neurologist also indicated that the patient's device was programmed off approx 6 weeks later. Neurologist reported that the patient has not experienced any recent changes in medication that could be contributing to the increase in seizures. Further follow-up revealed that the pt experienced approx 30-40 seizures per month pre-vns therapy system implant. Neurologist indicated that prior to programming the device to off, device output current was increased to .50ma. Neurologist also indicated that after programming the device to off the pt's seizures improved back to pre-vns baseline. Neurologist plans to program the pt's device back to on at low settings within a few weeks. Neurologist indicated that the vns therapy system is related to the increase in seizures.